Event description:
As reported, during insertion of the ventralex mesh it was noted that the pdo ring was not seated within the sew line. The mesh was not used, and the procedure was completed using another ventralex mesh. There was no patient harm or injury.

Manufacturer narrative:
As reported, during the procedure it was noted that the pdo ring of the ventralex mesh was not seated within the sew line. Note, this was not reported as an out of box condition. The returned sample is visibly contaminated from attempted use. Evaluation finds that the sutures around the ring are coming loose. The ring is within the protective mesh tube and is not broken or kinked. The positioning straps on the mesh were cut off at some point during the procedure with the cut being made well into the positioning pocket damaging the pocket. Based on the sample evaluation root cause for the condition of the returned sample is forces applied to the mesh while attempting to implant into the patient resulting in unintended damage to the mesh. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 318 units released for distribution in (B)(6) 2022.

Manufacturer narrative:
As reported, during the procedure it was noted that the pdo ring of the ventralex mesh was not seated within the sew line. Note, this was not reported as an out of box condition. The returned sample is visibly contaminated from attempted use. Evaluation finds that the sutures around the ring are coming loose. The ring is within the protective mesh tube and is not broken or kinked. The positioning straps on the mesh were cut off at some point during the procedure with the cut being made well into the positioning pocket damaging the pocket. Based on the sample evaluation root cause for the condition of the returned sample is forces applied to the mesh while attempting to implant into the patient resulting in unintended damage to the mesh. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 318 units released for distribution in june 2022. Addendum: h11: this supplemental MDR is submitted to correct the annex c code. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during insertion of the ventralex mesh it was noted that the pdo ring was not seated within the sew line. The mesh was not used, and the procedure was completed using another ventralex mesh. There was no patient harm or injury.